Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a PICC. The customer reports the product was installed on a patient. Twenty-four hours later it was noticed, the unit was leaking at the connection. At that time the unit was removed and replaced with a new one.

Manufacturer narrative:
Submit date: 8/15/2008. An investigation is currently underway. Upon completion, the results will be forwarded.